Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 11589; ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing. Rv pacing impedance trend within range. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes.

Event description:
It was reported that there was lead integrity alert (lia) due to high sensing integrity counter (sic) and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.